Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled radiofrequency ablation versus endoscopic submucosal dissection in treating large early esophageal squamous cell neoplasia. The literature reported the result of 65 patients with large early esophageal squamous cell neoplasia of endoscopic submucosal dissection (esd) procedure using olympus kd-610l from (B)(6) 2009. To (B)(4) 2013. In the subject case, 1 case of uncontrolled perforation occurred and underwent emergency surgery. Omsc will submit a medical device report (MDR) depending on the event.